Event description:
The pt had a displaced intrathecal catheter. The pump and catheter were replaced. During the pump and catheter replacement, the "catheter was lodged in the spinal cord". The pt was having numbness on her left side. The physician planned to consult with a neurosurgeon. It was thought that the catheter might be removed on (B)(6) 2011. The return paperwork indicated that there was no pt injury and the pt recovered without sequela. The device system was used to deliver morphine (60 mg/ml) and bupivacaine (1.5 mg/ml).

Manufacturer narrative:
(B)(4). Devices have been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.